Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 09-feb-2023 h6: investigation summary: one sample received by our quality team for investigation upon visual evaluation, no defects or imperfections were observed. Needle was connected to a syringe with saline solution, the liquid was not expelled, needle is clogged, therefore the incident is confirmed. Lot number is unknown for this catalog number; therefore lot history could not be performed. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer "the needle is occluded, and they can't push the medicine through."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer. The needle is occluded, and they can't push the medicine through.